Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Touched it, and large pieces started coming off- tampon device breakage strings poking out of tampon ,device physical property issue. Case narrative: consumer reported via social media that the tampon string was poking out and pieces started coming off. No injury reported.